Manufacturer narrative:
No implants were made available for review as they remain in-situ. Based on review of the x-rays provided, the left rod has disassociated from the s1 screw; however, the fracture described in the operative notes provided cannot be confirmed. There are no indications of the set screw loosening prior to the rod disassociation. It is unknown if the rod disassociated from the construct as a result of a loosened set screw or if the excessive load placed on the rod caused the disassociation of both the set screw and rod simultaneously. The surgeon and patient do not have any plans to revise at this time and will continue to monitor the patient for pain and/or indications of required surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
Based on the operative notes provided, a (B)(6)-year-old patient underwent a lumbar fusion surgery from t10-l4 using another manufacturer's instrumentation as a result of a work-related injury. Index surgery date unknown. The patient was experiencing pain and was diagnosed with kyphotic deformity. Additionally, it was noted by radiograph that there was a loose painful pedicle screw at l4. On (B)(6) 2019, the patient underwent spinal surgery which consisted of removing the previous instrumentation and replacing with seaspine's mariner pedicle screw system from t3-s1. On (B)(6) 2020, the patient's iliac screw was discovered to be disarticulated from the distal portion of the rod. The patient was asymptomatic at that time, not requiring any surgical intervention. On (B)(6) 2020, the patient was x-rayed as a result of feeling a pop in his back and acute onset of low back pain at the lumbosacral junction. The left rod above s1 screw was suspected to be fractured. Review of CT on 14 jul 2020 confirmed the left rod between l5-s1 is fractured. Additionally, nonunion was discovered across the l4-5, l5-s1. On (B)(6) 2020, seaspine was made aware of a set screw loosening in the postoperative period. Operative notes state the set screws were tightened according to seaspine's surgical technique guide.